Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports an alleged revision procedure was performed (B)(6) 2008 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metallosis and elevated metal ion levels. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.", number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 mdrs filed for this event (reference 1825034-2013-03828/03831). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports an alleged revision procedure was performed (B)(6) 2008 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion,metallosis and elevated metal ion levels. Additional information from legal counsel for patient reports fascial adhesions, femoral stem loose, fibrinous debris and right periprosthetic femur fracture during (B)(6) 2008 revision. Additional information from legal counsel for patient reports blood test results noted as elevated. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Implant was not removed during revision. This follow up is to report blood test results and information on patient¿s operative report for (B)(4) 2008 revision. This report is number 1 of 4 mdrs filed for this event (reference 1825034-2013-03828/03831).